Event description:
It was reported that during the implant procedure the doctor "pinched" the right atrial lead and had difficulty placing the lead in the catheter sheath. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.